Event description:
It was reported that during the post-discharge check following a lead revision procedure on (B)(6) 2025, the right ventricular (rv) lead exhibited intermittent loss of capture due to suspected micro-dislodgement, and the patient experienced complete heart block with an escape rhythm. Micro-dislodgement of the rv lead was later confirmed via fluoroscopy during lead revision. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5 - the correct event description should have been "it was reported that during the pre-discharge check following a lead revision procedure on (B)(6) 2025, the right ventricular (rv) lead exhibited intermittent loss of capture due to suspected micro-dislodgement, and the patient experienced complete heart block with an escape rhythm. Micro-dislodgement of the rv lead was later confirmed via fluoroscopy during lead revision. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.", rather than "it was reported that during the post-discharge check following a lead revision procedure on (B)(6) 2025, the right ventricular (rv) lead exhibited intermittent loss of capture due to suspected micro-dislodgement, and the patient experienced complete heart block with an escape rhythm. Micro-dislodgement of the rv lead was later confirmed via fluoroscopy during lead revision. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition."

Event description:
It was reported that during the pre-discharge check following a lead revision procedure on (B)(6) 2025, the right ventricular (rv) lead exhibited intermittent loss of capture due to suspected micro-dislodgement, and the patient experienced complete heart block with an escape rhythm. Micro-dislodgement of the rv lead was later confirmed via fluoroscopy during lead revision. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.